Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in deployed state. The spring tip was bent. The wire was kinked and exposed through the sheath slit. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. For functional inspection, sheathing/unsheathing test could not be performed due the wire was exposed through the sheath slit.

Event description:
It was reported that the marker was not looped on fluoroscopy. The target lesion was in the common carotid artery to the internal carotid artery. A 3.5-5.5 190cm pv-jp filterwire ez was selected for use. During the procedure, it was noted that when this device was deployed inside the body the marker on the filter part was not looped on fluoroscopy and does not look like a normal loop shape. The device was retrieved outside the body and when checked, the delivery wire and the filter appeared to be adhered to each other but eventually return to normal. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient problem reported.

Event description:
It was reported that the marker was not looped on fluoroscopy. The target lesion was in the common carotid artery to the internal carotid artery. A 3.5-5.5 190cm pv-jp filterwire ez was selected for use. During the procedure, it was noted that when this device was deployed inside the body the marker on the filter part was not looped on fluoroscopy and does not look like a normal loop shape. The device was retrieved outside the body and when checked, the delivery wire and the filter appeared to be adhered to each other but eventually return to normal. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient problem reported.